Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had motor error randomly, had to reset insulin pump and diminished battery life, battery failure, act button stays indented and gets stuck. Customer's blood glucose value was unknown. Offered to transfer to troubleshooting but customer declined. The device will not be returned for analysis.